Manufacturer narrative:
One cardiomems hospital electronic system (hes) was received for evaluation. Visual inspection revealed that the printer serial communication cable (db9) connector was damaged with exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the printer serial cable.